Manufacturer narrative:
Other text: h6: health impact and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual inspection between the physical sample with product item drawing, it was observed that connector was without projection (protrusion). The root cause of the reported issue was found to be procedure was not correctly followed in the assembly components and verification after the assembly. An awareness notification was deployment by the quality engineer to aware the completed (B)(6) 2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the customer attached a product to the warming device, but the product was unable to be recognized. He further checked it and noticed its connector had no projection (protrusion) to be recognized from the warming device. No patient injury reported. No additional information is available for this complaint.